Event description:
During follow-up, interrogation of the device revealed back-up vvi mode. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The device was returned for analysis after being observed in hardware backup mode. Upon receipt, the device was unable to communicate appropriately. Longevity calculations were performed, and the battery depletion was normal. The device¿s sensing tested normally on the bench using a power supply, and the electronics module had normal current draw. The device functioned normally and no anomalies were noted.